Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that there was a small hole in the long section of the saline tubing near the blue female connector. The issue was discovered out of box. There was no patient present when this issue was identified.